Event description:
Patient had a left heart catheterization, coronary angiography, bypass graft angiography. Post-op day 1 when nurse was removing sheath, clot present and sheath separated from tip. Sheath was surgically removed.